Event description:
It was reported that the patient¿s pump alarm had been going off every 10 min since last (B)(6) 2014. Per the patient he spoke to the nurse and was told she would call him back. The patient called his insurance company and they told him to work with the hcp. The patient stated the pump ran out over the night last night (B)(6) 2014. The patient called the hcp at 8 am and 10 am the day of the report and had not heard back. The patient also reported about having to get approval for the refill in the hospital per insurance. The pump was used to deliver morphine and unknown medication. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).